Event description:
It was reported that this pacemaker was part of a system revision due to infection. Additional information indicates that there are no issues other than infection. This device was not defective. The physician commented that the infection occurred due to that the header portion of the pacemaker is large. There were no additional adverse patient effects reported. The pacemaker was explanted.